Event description:
The customer reported to baxter (B)(6) a blood administration set that separates. According to the report, the nurse stated that they are having problems with the luer lock of the set. The condition occurs when they try to screw it, as it seems the thread is passed, and it comes loose. The condition occurred before use and there was no patient involvement. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.